Event description:
Patient stated mesh has never worked correctly, causing her pain, "like something poking me;" implanted about 4 years ago (tvt device gynecare model #810041b, lot #3540527). About six months later, there was extrusion of tvt mesh into vagina with procedure performed: revision of tvt mesh with partial excision of mesh, cystoscopy. At this time, pre-op diagnosis: vaginal pain from prior sling and dyspareunia. Procedure: vaginal removal/revision of mesh or other prosthesis for pelvic floor defects, cystoscopy.